Event description:
Two vanishpoint tuberculin syringes were removed from sealed packages, and did not contain needles. One vanishpoint 3cc syringe was removed from sealed package and did not contain a needle. Diagnosis or reason for use: #1 tb testing. #2 im administration of medication.